Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device investigation could not be conducted as the device was not returned. Lot history review could not be conducted as the lot information was unavailable. As in the article, it was concluded that the dissection was caused by the physician's technique that he inadvertently pushed the guide wire while manipulating the subject microcatheter. Although the device investigation and lot history review could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Malfunctions and adverse events section of the instructions for use states: damage to vessel including vessel dissection, vessel perforation and vessel rupture.

Event description:
According to an article "the inherent catastrophic traps in retrograde cto pci" posted on the catheterization and cardiovascular interventions (00:00-00 (2017)), vessel dissection occurred during a retrograde pci to treat a cto in the pda ostium. An asahi guide wire was advanced but could not cross the distal rca so that the physician chose to advance the guide wire through the vein graft near the cto. However, an antegrade guide catheter was so long that it interfered with a retrograde guide catheter and made the subject microcatheter unable to be advanced further. The procedure was discontinued but it was found that the lad had no flow. Causation was considered dissection occurred in the lmt that was caused when the physician pushed the subject microcatheter in an attempt to cross the cto, and inadvertently pushed the guide catheter along manipulation of the microcatheter causing the dissection. The dissection was treated with a stent.